Manufacturer narrative:
Catheter model #8709sc lot# n306835010 implanted: (B)(6) 2011 explanted: (B)(6) 2011; catheter model# 8709sc lot# n298622014 impl anted: (B)(6) 2011 explanted:unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the returned catheter revealed damage in the catheter body and/or guidewire that occurred during implant procedure.

Event description:
It was reported that the patient's pump and catheter were implanted on (B)(6) 2011. As the needle and stylet were being withdrawn, the catheter was cut or "fell apart". A few cm of catheter remained in the intrathecal space; the remainder of the catheter came out with the needle. It was a difficult insertion. There were three attempts to enter the intrathecal space before the healthcare professional (hcp) was able to advance the catheter. Hcp did not withdraw the catheter with the needle was in place. The cut segment of catheter was removed. A few cms of the distal end of the catheter remain in the intrathecal space. A new catheter was implanted without incident. The patient experienced no adverse effects. It was noted that "she was doing well." The drug in the pump was dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.